Manufacturer narrative:
The device was returned to the factory for evaluation. There was signs of clinical usage and evidence of blood. A visual inspection identified that a piece of the silicone boot on the cold side had separated from the jaw. The missing piece of the boot was returned with the device. The jaw was slightly bent. This is not related to the complaint and is likely related to shipping and handling. Add'l evaluation required. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during a radial artery harvesting procedure, the vaso view hemopro malfunctioned and the switch became stuck in the on position. The device was disconnected from power supply. On inspection, it was noticed that the coating on tip of the vaso view hemopro was damaged. A portion of the coating broke off inside the arm of patient and it was retrieved endoscopically by the harvester. A replacement device was used to complete the procedure. The hospital did not report any patient effects.